Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 19, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - updated to no). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). The affected sample was not returned for investigation, so a direct investigation could not be performed. Without a returned sample, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, at the beginning of trying to harvest, they had difficulty advancing the scope through the harvester disposable. Stopped using both the instrument and disposable. The endoscope was found to be defective. The procedure was continued using open dissection.